Event description:
A customer reported healthcare workers complained of dry cough and respiratory effects when working with cidex opa. The customer refused to provide add'l details for this event.

Manufacturer narrative:
.